Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting off. The customer's blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Customer delivered a correction bolus via the pump to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.